Manufacturer narrative:
Closing codes were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Alert for rv sensing amplitude (daily min.) On (B)(6) 2020. Intermittently below limit (< 2.0 mv). In periodic, there appeared to be intermittent undersensing. Lead was left implanted, but sensing continued to decline until explant procedure was conducted on (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Closing codes were added to the manufacturer analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a deep cut into the insulation and lumen (approximately 35 cm distal to the is-1 connector pin) and a damaged rv shock coil, which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported undersensing. In particular the values measured during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.